Event description:
It was reported that a user of the ilet experienced a hyperglycemia event with a highest continuous glucose monitor reading of 277 mg/dl using a libre 3 plus, without associated symptoms, following a pizza meal announced earlier in the evening; glucose trended upward later and then decreased to 178 mg/dl overnight. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included complaint intake review and troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no alerts or alarms, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.